Event description:
It was reported that the atrial lead dislodged right after implant, and that there were high thresholds. The lead remained functional for sensing, and was later was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.